Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and the main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device powered up without voice prompts. Complainant indicated that there was no pt involvement in the reported malfunction.